Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has been a non-user for many years. Recently he wanted to wear the device again but reported sounds are now unclear and soft. There is no incident of accident or trauma reported. There was no swelling noticed at the implant site.imaging and follow up with physician was recommended.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation has been suggested

Event description:
The recipient has been a non-user for many years. Recently he wanted to wear the device again but reported sounds are now unclear and soft. There is no incident of accident or trauma reported. There was no swelling noticed at the implant site.

Event description:
The recipient has been a non-user for many years. In 2018, he wanted to wear the device again but reported sounds were unclear and soft. The recipient did not attend the appointment originally scheduled on (B)(6) 2018, furthermore the clinic has been initially informed by the family that the recipient does not want to wear the device anymore. However, as per additional information received on (B)(6) 2022, the user has been reimplanted with a new device on the same day.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.